Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem t: slim x2 insulin pump at the time of the event. On 04/19/2026 at approximately 19:00, the patient reportedly lost consciousness while watching television and may have fallen to the floor. Prior to the loss of consciousness, the patient recalled a cgm reading of 76 mg/dl. No fingerstick blood glucose (fsbg) confirmation was performed, and the patient did not report experiencing symptoms prior to the event. At approximately 22:00, the patient regained consciousness and estimated being unconscious for approximately three hours. Upon awakening, the patient noted that the cgm sensor had detached due to adhesive failure, reported significant sweating, and experienced hip pain. The patient performed multiple fsbg checks following the event, all of which reportedly displayed ¿low.¿ the patient treated the low readings by consuming sugary foods and subsequently reported feeling better. At the time of the report, the patient was reported to be doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.